Manufacturer narrative:
Additional information has been requested. Devices received. A list of the lot numbers and manufacturing dates are as follows: 5380573, 11/14/2006. 5738463, 03/19/2008. Lot numbers were obtained from devices received. Approximate implant date - (B) (6) 2007. Approximate explant date - (B) (6) 2008. Subject devices have been received and are currently in the evaluation process. Date of manufacture was determined from lot numbers obtained from devices received.

Event description:
A hybrid construct consisting of dual-opening uss system at t4-t8 and click'x monoaxial system at t10-l1 were implanted. The left screw at t8 was noted as medial (not positioned in the pedicle) and was removed. The screw was not replaced. Additional collars were received for investigation. The hospital was unable to identify which collar was associated with the reported event. The reported device (collar) is a concomitant part to the screw. This is the 2nd of 3 reports submitted on this event.